Event description:
It was reported that the system presented inaccurate measurements. An avvigo plus system was selected for ultrasound examination of the target lesion. After the procedure, it was found that the device had reported errors and that the measurements it had taken were inaccurate. There were no patient complications.

Manufacturer narrative:
D2b pro code: dsk.

Manufacturer narrative:
D2b pro code: dsk e1 initial reporter phone: (B)(6). With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the returned product consisted of the motor drive unit (mdu). A visual inspection showed that the connection pins were corroded and there were damages to the lemo cable. The unit was tested using a catheter and there were no issues. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: the event of incorrect measurement was defined in the risk documentation. Investigation conclusion: it can be concluded that the product operates as intended with no issues. However, there was unreported corrosion on the rdc and damages to the lemo cable which were most likely caused while the treatment was being performed due to user handling. This investigation is assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the system presented inaccurate measurements. An avvigo plus system was selected for ultrasound examination of the target lesion. After the procedure, it was found that the device had reported errors and that the measurements it had taken were inaccurate. There were no patient complications.